Event description:
The customer reported that something like oil went into the patient's eye. It was unknown whether it came from cutter, tubing of the pack or anything else. The customer retained oily fluid with the syringe and a dvd of surgery. The customer stated that no problem was found with the system. There was no harm to the patient.

Manufacturer narrative:
The customer returned a probe, a cassette, a glass syringe filled with fluid, and a dvd. Visual inspection of the probe showed surgical debris on the outside of the needle. Functional tests of the probe met specifications. The probe was disassembled and the back o-rings were found to be liberally lubricated. The inner cutter was removed and no pooled or excessive lubricant was observed. The cassette was functionally tested and met specifications. The white irrigation port was observed to be broken. No evidence was found during examination of the cassette that would have contributed to the reported event. Microscopic examination of the fluid in the glass syringe showed the presence of a large amount of an oily material. Micro ft-ir analysis of the isolated oily material indicated that it was silicone oil. Silicone oil is often used to lubricate syringe barrels, and is used as a tamponade during eye surgery. The dvd showed a sudden surge of oily droplets coming through the infusion cannula during the procedure; the oily droplets were removed by the doctor using a syringe and cutter. The actual source of the oily droplets was not apparent from the dvd, but they did travel into the eye through the infusion fluid pathway. The drip chamber has a light coating of silicone sprayed on the external surface of the piercing device to ease insertion, and the stopcock has silicone oil applied to the center post for lubricity. Both of these components use small quantity of silicone oil and would not be expected to cause a surge of silicone oil droplets to appear suddenly. Microscopic examination of these two components did not reveal any oily substance in the fluid pathways. There is no other known potential source of silicone oil in the infusion fluid pathway consisting of tubing and fittings. The complaint history for the reported lot of combined procedure paks was reviewed and there were no other similar complaints reported. A review of the complaint data indicated no adverse trends for the reported issue. The root cause of the surge of silicone oil droplets could not be identified, based on the components making up the infusion fluid pathway. The drip chamber and stopcock are not expected to supply the large amount of oil, as seen in the dvd. Since the oil appeared in one surge after a substantial period and a significant volume of flow, it is not likely that the silicone oil was sitting in the pathway initially.